Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent and vomiting. The cause of peritonitis was not reported. The day after the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (2gm stat, intraperitoneal/only for 1 day) for suspected peritonitis. At the time of this report, the patient remained hospitalized and the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b3, b5, b6, d10 and h11. B5: upon follow up, it was reported that the peritonitis was diagnosed as fungal peritonitis. The cause of the peritonitis was unknown. The patient was treated with vancomycin injection (2g/every 2 days/intraperitoneal, discontinued). Pd therapy was discontinued and the catheter was removed. The patient was switched to hemodialysis. Same hd is ongoing. The patient recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.